Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported that the patient experienced discomfort, described by the patient as heating at the ipg pocket site. Thus, the patient's scs system was explanted. Note: the patient's ipg was also reported as explanted (for an unrelated issue) under MFR. Report number 1627487-2016-05764.